Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: customer returned (45) loose 3/10cc, 8mm syringes. Customer states that there is liquid inside the syringes. Thirty out of 45 returned syringes were examined and no liquid was observed in any of the syringes. However, when fully depressing the plunger rod, a small liquid droplet came out of the cannula on 20 out of 30 samples. A small portion of this liquid material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Samples were forwarded to manufacturing (holdrege) on 31aug2018 for further review. On 11sep2018, holdrege received forty-five (45) 0.3ml, 8mm syringes from reported batch#: 5306683. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by (B)(6), no samples were noted to have any silicone pooling, as evidenced via visualization with back lighting (per current inspection procedure within the plant). Per investigation notes from franklin lakes, 20 of 30 syringes exhibited a small discharge of silicone when fully depressing the plunger rod. This was unable to be duplicated during evaluation within the holdrege plant. Additionally, one (1) sample was noted to have a broken thumb-press and exhibited moderate damage the plunger rod cap, indicative of likely a jaw jam on the form fill & seal (ffs) equipment during packaging. CAPA: 56537 and situation analysis sa bddc-16-871-sa were initiated by the holdrege plant to address silicone pooling and it's associated root cause(s). Batch#: 5306683 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA. A review of the device history record was completed for batch#: 5306683 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for foreign matter (inside syringe) on lot#: 5306683. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd micro-fine¿ plus insulin syringe 0.3ml 30ga 8mm contained foreign liquid inside syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ plus insulin syringe 0.3ml 30ga 8mm contained foreign liquid inside syringe. No serious injury or medical intervention was reported.